Event description:
It was reported that a vns patient's generator was explanted due to high lead impedance. The explanted generator was returned to the manufacturer and underwent product analysis. Product analysis performed on the returned generator revealed an end of service warning message which was associated with the output being disabled by the pulse generator. Once the output was re-enabled the following was observed: electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The reported eos condition was not duplicated during the pa analysis. CAPA (B) (4) further investigated the eos condition of the generator and revealed the root cause of the eos warning messages as being an asic latch-up condition resulting from the pulse generator receiving an electrical transient during implant surgery. The electrical transient is the result of electromagnetic induction (emi) or electrostatic discharge (esd). This emi and/or esd causing the asic latch-up can be attributed to: the use of monopolar electrosurgery in direct contact with the pulse generator; monopolar electrosurgery in close vicinity to the pulse generator; or a major electrostatic discharge.